Event description:
A pt was found with urine in bed. The foley was draining a moderate amount of clear urine in addition to urine found in the bed. The pt was cleaned and the linens were changed. Five hours later, the pt was again found with urine in the bed. The device was correctly inflated in the pt. It was removed and a new foley was placed.